Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse replaced the wash pumps, cleaned the bound/free (b/f) wash probes, and checked alignments for proper operations. Fse then performed daily check and ran quality controls (qc). All results were within acceptable range and the errors (B)(4) cleared. The aia-2000 instrument was functioning as intended. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2018. There were two other similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, error (B)(4) is wash syringe 2 home detection failure. The code is generated when the home sensor failed to activate after the wash syringe 2 moved toward the home position. The measurement result will be flagged (wu flag-which indicates bound/free (b/f) separation failure). The solution for the customer is to contact tosoh service center or local representatives. Error (B)(4) is wash syringe 2 home overrun. The code is generated when the home sensor activated improperly after movement of the wash syringe 2. The measurement result will be flagged (wu flag-which indicates bound/free (b/f) separation failure). The solution for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to the wash syringe was locked up.

Event description:
On (B)(6) 2018, a customer reported getting error (B)(4) wash syringe 2 home detection failure and error (B)(4) wash syringe 2 home overrun. Customer is unable to run alpha-fetoprotein (afp). On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of afp patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H10. Corrected data in both sections b5 and h3/h10, the fse dispatched date was 11-jan-2018. The corrected date is 10-jan-2018.